Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the fluid shield of the device was damaged. The device has been identified as part of a product recall.

Event description:
During testing at the user facility, it was noted that the fluid shield of the device was damaged. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.